Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP device. The patient alleges the device was turning off unexpectedly and then the device started to smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patent stated the device was hot. The device also displayed an error code. There was an electrical odor. The patient observed the smoke between the humidifier and the blower side of the device. The patient did not see any flames, burning, melting, or warping. Only smoke was observed. The device was plugged directly into a wall outlet. There was no property damage. The patient is not a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Additionally, an email was received on 01/31/2025 mentioning the device was arranged for return, and reported the device caught fire. Email correspondence was sent to the reporter to clarify the details surrounding the original complaint received. The reporter responded and stated there was no evidence of the device catching fire. The reporter stated the device was in the process of being returned for evaluation. Update: manufacturer tab: section h: device coding updated: fire added.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP device. The patient alleges the device was turning off unexpectedly and then the device started to smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patent stated the device was hot. The device also displayed an error code. There was an electrical odor. The patient observed the smoke between the humidifier and the blower side of the device. The patient did not see any flames, burning, melting, or warping. Only smoke was observed. The device was plugged directly into a wall outlet. There was no property damage. The patient is not a smoker. Additionally, an email was received on (B)(6) 2025 mentioning the device was arranged for return, and reported the device caught fire. Email correspondence was sent to the reporter to clarify the details surrounding the original complaint received. The reporter responded and stated there was no evidence of the device catching fire. The reporter stated the device was in the process of being returned for evaluation. The dreamstation 2 advanced auto CPAP device was returned to the product investigation lab (pil) for additional testing. The power supply and ac power cord returned by the patient with the device was used to power on the device, and the device did not power on. An external and internal inspection of the device observed indication of possible water ingress. The complaint of device turning off was confirmed. This was possibly due to the multiple thermal events. The ui (user interface) panel was discolored underneath and the back of the pca (printed circuit assembly) showed evidence of possible thermal events. Care orchestrator data was unable to be retrieved. Dust-like contamination was also observed on various components inside the device. Updated: device evaluated by manufacturer updated. Evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP device. The patient alleges the device was turning off unexpectedly and then the device started to smoke. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patent stated the device was hot. The device also displayed an error code. There was an electrical odor. The patient observed the smoke between the humidifier and the blower side of the device. The patient did not see any flames, burning, melting, or warping. Only smoke was observed. The device was plugged directly into a wall outlet. There was no property damage. The patient is not a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.